Manufacturer narrative:
The device was returned to olympus. Updated field(s): d4, h2, h3, h4, h6, h11 correction to b6/b7 should have been ni correction to d7a change yes to no correction h6 f1908 should have been f26 based on the results of the investigation through complaint information, stress is a possible cause of the failure. The most probable cause for the malfunction is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the single use aspiration needle projection and retraction could not be controlled. This issue occurred during an ultrasound bronchoscopy-guided needle biopsy and resulted in the procedure being prolonged less than 30 minutes. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.